Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges infusion site are leaking. Caller reported there is blood underneath the adhesive and has caused occlusions and elevated blood glucose readings. Caller is currently in the hospital for elevated blood glucose levels. She has been treated with a sliding scale of insulin and an insulin drip. Requested return of the alleged device for evaluation.